Event description:
It was reported via repair work order that both left and right siderails had no electrical controls due to cpu board malfuncton. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.